Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that blood/body fluid was on the distal conductor, the outer tubing overlay and in/on the lobe mechanism. It was also noted that the lead was stretched. The lead was damaged at implant.

Event description:
It was reported the insulation buckles during deployment. The physician noted that the blue insulation crumbles when deployed. The lead was not used. No patient complications have been reported as a result of this event.